Event description:
It was reported via repair work order that the stair chair has a broken weld on the cross bar, the caster horns are bent on the lower wheels, and the frame weldment on the lower end where the caster horns are is bent. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.